Manufacturer narrative:
Further investigation was not able to determine a specific root cause. The possible root cause may be sample quality. The customer was not using the recommended clear rack adapters for the 13 mm diameter tubes. There was a potential risk for pipetting errors caused by tilted tubes which could have caused the issue.

Manufacturer narrative:
The investigation has not determined a specific root cause. Possible root causes may be issues with the sample quality and/or insufficient maintenance of the analyzer. Review of the provided quality control results found they were acceptable prior to and after the event.

Manufacturer narrative:
(B)(4)

Event description:
The customer received a discrepant elecsys probnp ii immunoassay result for a patient sample on the cobas e 411 immunoassay analyzer. The initial result was 9 pg/ml with a data flag and was reported outside of the laboratory. The result was questioned by the physician and the sample was repeated with a result of 2373 pg/ml. There was no adverse event. The reagent lot number was 22774802iu with and expiration date of 31-jul-2018. The field service engineer was not able to determine a root cause. The analyzer performance check was within specification.